Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The low voltage pace/sense portion of the rv lead was capped and a new pace/sense lead was implanted. The high voltage defibrillation coils of the original rv lead remain inuse. No patient complications have been reported as a result of this event.